Event description:
Device malfunction: none. Symptoms/ae: hypotension, myocardial infarction. Time of ae: during and after the procedure. It was reported that prior to a planned coronary artery bypass graft procedure, the patient was admitted for a left internal carotid artery stenting procedure. During the carotid stenting procedure, the patient became hypotensive. A neosynephrine and dopamine drip was started to maintain the systolic blood pressure at 120. The evening of the procedure, the patient became nauseated and was experiencing significant st segment depression. A 12-lead EKG showed an anterolateral infarct. The patient was subsequently brought emergently to the cardiac catheterization laboratory both for hemodynamic monitoring and placement of a xience stent in the left anterior descending artery. There was no additional info provided in regards to the carotid procedure.

Manufacturer narrative:
Study event. The xience stent (part and lot# unk), is being filed under a separate medwatch report. Evaluation summary: the stent remains in the patient. The lot number was provided. Hypotension and myocardial infarction are known potential adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformances associated with this lot number.